Event description:
It was reported that during a procedure, the ep4 shut down and would not reboot. The unit was replaced with another one which worked fine and the case continued.

Manufacturer narrative:
The ep4 stimulator was returned for eval. Visual inspection revealed no anomalies. Full functional testing of the returned unit was performed successfully without any problems noted. We were unable to determine the root cause for the reported event.